Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the stapler worked on first two firings but in third reload the handle jammed and the reload could not be closed. The reload was loaded and unloaded but the handle locked out and can't be squeezed to close the jaws. To complete the procedure, they opened new handle and reload. There was no patient injury.